Event description:
It was reported by a healthcare professional that postoperatively to an unknown arthroscopic procedure on (B)(6) 2023, it was observed that an expressew iii needle device was stuck in the expressew iii suture passer w/o hook device that could not be removed. During in-house engineering evaluation, it was determined that a needle was found stuck in the shaft of the device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed wear marks on the device, the needle was found stuck into the shaft of the device, the white plastic flag was missing. Finally, the jaws do not show structural anomalies. Based on the condition of the needle, a functional test cannot be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed the possible root cause for the needle stuck can be attributed to the white plastic flag fell off causing the retracting mechanism to be jammed with the needle inside, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.